Event description:
In (B)(6) 2012 I had a total knee replacement by (B)(6). The device he used was the depuy rotating platform. From the very first x-ray there was a slight separation between the device and the bone. After a second x-ray 6 months later there was more separation. I had a second surgery on (B)(6) and (B)(6) found the device loose. Replacing the first device. The depuy rotating platform was defective. The device was loose and never adhered to the cement used.